Manufacturer narrative:
D4 corrected the primary UDI number and lot number was added as it was incorrect in the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. Upon starting the impella, a low purge pressure alarm occurred immediately. Loose connections were checked and all were found to be secure. A decision was made to change the cassette on the automated impella controller (aic); however, the same cassette was utilized. The system was re-primed and restarted without issue. No further alarms occurred.

Manufacturer narrative:
Purge pressure low: the cause of the purge pressure low could not be determined as no product or logs were returned for evaluation.